Manufacturer narrative:
The company evaluated the following: the physician feedback. Catheters from fg inventory from subsequent lots and the performance of the catheter in an animal model. In all cases, the product met the specification and/or performed as intended.

Event description:
It was reported on 5/16/2007, that a patient reported mild symptoms of dysphagia one month after treatment; the patient was evaluated and a mild stricture was noted in the area of previously treated disease. The patient underwent one non-surgical, endoscopic dilation resulting in resolution of the stricture and symptoms. The physician confirmed that the event was not related to any malfunction of the device.